Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 018 was returned for evaluation. During visual inspection material twisting was noted to the balloon at distal end. An in-house presto was used to inflate the device, and a leak was noted to the proximal end of the balloon. Under microscopic observation, a longitudinal rupture was noted to the balloon. No further testing was performed. Therefore, investigation is confirmed for the reported balloon twist as material twisting was noted to the balloon. Also, the investigation is confirmed for the identified material rupture as longitudinal rupture was noted to the balloon. A definitive root cause for the reported material twist and identified material rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: d2b (onu; prc). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon allegedly got wrapped. It was further reported that allegedly the same thing happened while tried to put another one. There was no reported patient injury.